Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resection sheath had a damaged insulating tip at the distal end. The event was found during reprocessing. There was no patient involvement.